Event description:
The pump was returned for svc. During accuracy testing, the pump underdelivered on channel a. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event.